Manufacturer narrative:
The user facility submitted medwatch 0700070000-2024-8002 for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation along with a non-baxter product. Visual inspection was performed which identified a cracked piece of the luer lock body inside the connector of the non-baxter product. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspect lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had the connector piece broken inside of the intravenous (IV) clave. This occurred when the set was disconnected after the patient received antibiotic treatment. The event was further described as "the tubing came disconnected from the part that connects to the IV". There was no report of patient injury or medical intervention associated with this event. No additional information is available.